Manufacturer narrative:
Device remains implanted. Add'l info has been requested. Once the investigation has been completed, any add'l info will be reported in a supplemental report.

Event description:
Expired plate has been implanted. Hosp previously notified stryker rep that the near expired products were to be taken out of packaging so they can be sterilized before use. However, this particular device was not removed out of packaging and sterilized before use.